Manufacturer narrative:
Device passed sleep current measurement, active current measurement and displacement test. The adapt tool confirmed the unloaded voltage (ul vlith) and loaded voltage (loaded vlith) was within specific range. No low battery alert, power loss alarm, replace battery alert or replace battery now alarm noted during testing or in the device trace download. Device monitored for several hours and no blank display noted. The battery tube connector plugged in properly to electrical board during visual inspection. The test p-cap locks properly in place in the reservoir compartment. Device received with missing display window cover, pillowing keypad overlay, cracked case corner of the belt clip rails near the battery compartment, cracked battery tube threads and cracked select button keypad overlay. (B)(4).

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Information received by medtronic indicated that the insulin pump had a blank display. The customer was assisted with troubleshooting and the display did not return. Customer stated that the display was not blank less than 30 seconds and did not return. Customer stated that the contacts on the battery cap were not missing or damaged. Customer stated that the battery compartment was damaged or corroded. No harm requiring medical intervention was reported. The device will be returned for analysis.